Event description:
It was reported that patient was not able to adjust stimulation. The device was displaying "call your doctor" icon and elective replacement indicator. The patient verified this with both of the patient programmers. There was "poor communication" screen when she attempted to synchronize. She felt as if the stimulation was "jumping" and that she had increased pain back down her leg to her knee. This had occurred the week prior to the date of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 377860, lot# v017963, implanted: (B)(6) 2007. Product type: lead: product ID 377860, lot# v009038, implanted: (B)(6) 2007. Product type: lead: product ID 37742, serial# (B)(4). Product type: programmer, patient. (B)(4).